Event description:
It was reported that the subject device exhibited no image and scope communication error b30. The issue was identified during sedation for a diagnostic esophagogastroduodenoscopy / colonoscopy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Technical assistance center (tac) provided remote troubleshooting. Tac determined the issue was isolated to the defective scope, not the clv-190 tower. The most probable cause of the complaint is d14 - no problem detected. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.